Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Damage consistent with the device being dropped was observed. The device's lcd display screen will be replaced to address the issue. Device has been evaluated but not yet repaired.